Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
Infection. Arthroscopic rotator cuff repair, subacromial decompression, debridement partial biceps tendon rupture right shoulder. No known drug allergies. Symptoms: redness, swelling, drainage 18 days post-operatively, subsequent incision and drainage, and culturing of wound. Seen by infectious disease physician. Current condition incision clean, dry, intact, no drainage or erythema. The organism found in the culture was staphylococcus capitus and rare anaerobic gram positive bacilli closely resembling propionibacterium.